Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pt is now in hospital [hospitalisation]. Insulin coming out of the sides of the needle where the red bars show when the needle is locked [needle issue]. Case description: this serious spontaneous case from the (B)(6) was reported by a diabetes nurse specialist as "pt is now in hospital" and "insulin coming out of the sides of the needle where the red bars show when the needle is locked" both with an unspecified onset date, and concerned a female pt (age not reported) who used novofine 8mm (30g) autocover (needle) from an unk start date as 'device therapy". Pt's height weight and bmi not reported. Medical history was not provided. Concomitant product includes - insulin (unspecified). On an unk date, the pt observed that insulin was coming out of the sides of the needle where the red bars show when the needle was locked. The district nurse saw that the insulin was leaking on the pt's abdomen. And the pt was on very high doses on insulin. The pt was now in hospital (reason unspecified) and now required much lower doses of insulin. Action taken to novofine 8mm (30g) autocover (needle) was not reported. The overall outcome was reported as unk. Reporter comment: reporter reported that "the reporter she could remember the insulin or device, but thinks it is a mix".